Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient had perforation in his heart a day after this right ventricular (rv) lead was implanted. The patient was subjected to a sternotomy to extract the blood in the chest. The rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had perforation and hemothorax in his heart a day after this right ventricular (rv) lead was implanted. The patient was subjected to a sternotomy to extract the blood in the chest. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the perforation allegation was not confirmed. The helix was slightly deformed. Adverse event/product problem: adverse event. Describe event or problem device code: 2099. Device code description: no known device problem. Discovered an error in the initial report during pi review. Report has already been accepted. Corrected as reported-device code. Thus, populating supplemental correction report acknowledging the error.